Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the system error 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The caregiver explained they attached two drain line extensions right before connecting the patient. The lot number is unknown, therefore, a batch review was not performed. The homechoice apd systems patient at-home guide instructs patients on how to properly connect the patient extension line. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set, and had the caregiver cycle power twice to clear the error. The caregiver explained they attached two drain line extensions right before connecting the patient. Gts explained therapy would need to be started over with new supplies, and advised the caregiver to contact the patient's dialysis nurse in the next 24 hours. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.